Event description:
It was reported that during a surgical procedure at the healthcare facility, the maestro drill with handswitch continued to run after the handswitch was released. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a surgical procedure at the healthcare facility, the maestro drill with handswitch continued to run after the handswitch was released. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
During the device evaluation, several worn parts, including the needle valve, the needle valve o-ring and the vane were identified to be a probable cause of the reported event.